Event description:
Rt noticed that peep valve was making a whistling noise while on patient, he looked at it and moved it to see if it had become disconnected. Right after that the vent alarmed and the rt noticed that it said "hw fault". He cleared the alarm, checked the valve and circuit, again it alarmed. The rt disconnected the vent and bagged patient until another rt placed a patient ready vent on the patient.